Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated by a programmer via consult. It did not resolve with troubleshooting. It was noted that a boston scientific field representative was contacted. No additional adverse patient effects were reported. Currently, this ICD remains in service.